Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor electrode was missing when it was removed from the body. Customer blood glucose level at the time of incident was 144 mg/dl. Troubleshoot was performed. The cause of the sensor damage is unknown. Troubleshoot was performed. The sensor will not be returning for analysis.